Manufacturer narrative:
Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as bent and broken cannula npe. Based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported no insulin flow when taking injection. Stated, pen needles are clogged does not prime before attempting injection 24 pen needles affected lot: 3164317 catalog: 320122 date of event: unknown samples: yes cl.

Manufacturer narrative:
24 pen needles affected by event.